Manufacturer narrative:
The lot number and part number of the administration set was not provided.

Event description:
Information was received regarding a cadd administration set. It was reported that a cadd solis hpca pump being used with the set was running vancomycin and was checked by the nurse every four hours. The pump noted 80 ml left in the bag at 4:45 pm, however, there was a lot more left at the time. A decision was made to test for the vancomycin level and to start a new infusion with a new bag and new tubing. There was no patient injury reported.

Manufacturer narrative:
Other, other text: pump and disposable received together for evaluation. The sample underwent functional testing; sample was fully primed and connected without difficulty. Upon running, pump alarm was not activated. Unable to confirm the reported customer complaint.